Event description:
Metal shaft punctured upper lip (lip injury). Brush-heads slide off toothbrush (device breakage). Case description: a (B)(6) year old male consumer with a medical history of hay fever and no allergies reported that while he was using an oral-b vitality series toothbrush an oral-b brush-heads, version unknown that was found slid off and the metal shaft punctured his upper lip. The puncture was not recovered. He did not seek medical treatment. He kept the puncture area clean. He discontinued use of the product on (B)(6) 2014.

Manufacturer narrative:
Product and lot number not provided by the reporter therefore unable to proceed with batch retain testing or product investigation.